Event description:
Related manufacturer reference number: 2017865-2022-10103. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the patient received inappropriate anti-tachycardia pacing(atp) due to the right ventricular lead oversensing far p-waves. Upon interrogation, the right ventricular lead also exhibited loss of capture and decreased r-wave amplitude sensing. Chest x-ray showed the cause was dislodgement of the right ventricular lead. When the patient was brought in for lead replacement, it was discovered the implantable cardioverter defibrillator(ICD) had migrated to the lower chest cavity. The right ventricular lead was explanted and replaced. The ICD was successfully repositioned on (B)(6) 2022. The patient was in stable condition.